Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The patient had controller clock not set and replace system controller advisory notifications on the heartmate touch (hmt) after pump implantation on (B)(6) 2024. A system controller self-test was performed but the event was not resolved. The backup battery (ebb) was reseated which resolved the issue. The subsequent self-test was passed. The time was corrected in the operating room. The event log files captured controller clock invalid and time-based controller faults which indicated that the system controller clock communication and measurements were corrupted. A system controller exchange was recommended. There were no ebb fault alarms captured in the event log files as the data was overwritten.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace system controller and controller clock corrupt alarms was confirmed during the evaluation. The system controller, serial number (B)(6), returned with a backup battery serial number (B)(6) (mfg date 05oct2023) was connected to our laboratory test equipment and functionally tested. The system controller operated as intended during the initial test; however, during the extended operation the replace system controller and controller clock corrupt alarms were reproduced. The alarms were intermittently active and self-resolved. The log files were successfully retrieved from the system controller. The event log file contained data recorded on 23jan2024 from 17:12 to 18:11. There were intermittent controller internal fault and controller clock corrupt alarms associated with timebase fault and clock invalid fault. The pump support was not affected and the system maintained the desired set speed with no interruptions. The periodic log file contained entries recorded on 23jan2024 from 10:56 to 18:57. The recorded data did not add any new information regarding the reported event. Further troubleshooting of the control printed circuit board assembly (pcba) revealed unstable timing/clock circuit. The measurements revealed that the signal was shifting over time and then self-corrected resulting in the intermittent alarms mentioned above. The investigation was unable to identify the specific root cause for the unstable signal which resulted in the reported alarms. The pump support was not affected and the test pump operated at the desired set speed with no interruptions during analysis. Abbott will continue to monitor similar events. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Both documents, referenced above caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.